Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed after the indicator window turned black. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device was withdrawn according to the instructions and removed together with the unknown sheath. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufactured position, and the indicator wire was found deployed. A 6f cordis avanti catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction and plug expected deployment. Additionally, the indicator window black/white/ red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The cause of the reported issue could not be determined. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, the instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be pressed after the indicator window turned black. Manual compression was used to achieve hemostasis. There was no reported patient injury. The device was withdrawn according to the instructions and removed together with the unknown sheath. Additional information was requested but not provided. The device will be returned for evaluation.